Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 adaptor hemopro jaws/cutting/ sealing getting power/working. They were not sure if it was the power supply vh-3010, hemopro2 adapter vh-4020, or the hp2 extension cable vh-4030. Upon investigation, it was determined it was the vh-4020 hemopro 2 adapter they completed case the by changing out to another vh-4020. No patient effects or harm was reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, extension cable, hemopro 2 and returned adapter cable; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.